Event description:
According to the reporter, during a laparoscopic myomectomy, on closure, when the surgical technician was loading the suture reload and pulled it off of the packaging, the needle split in half. It was noted the operator could not get out the broken needle half off the handle. The user had to get another handle and strand to resolve the issue. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.